Event description:
It was reported by the abbott technical services that the patient implantable cardiac monitor (icm) had false pause episodes due to under-sensing. No intervention performed and no patient consequences were reported.